Manufacturer narrative:
(B)(4). Additional information : the device returned had a different manufacturing batch number than reported. The device was returned with the I-blade in good condition and the ptc was good condition and not detached as reported. The device¿s jaws were misaligned and the cable cut off. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off, causing the misalignment. It is possible that due to the pin damage the jaw misaligned would have resulted in a short with the electrode and a ¿reposition jaws and reactivate¿ alert screen when the jaws were fully or partially closed. The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. This was not confirmed during the analysis. Because the cable was cut off no functional testing could be performed with the generator. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterectomy procedure, the I-blade broke and the ptc is detached. Nothing fell into the patient. It was also not possible to activate the scissor. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.